Event description:
I had the eprime procedure with four reps from the company present. My employer of 20 years is a plastic surgeon who was interested in the device. Syneron, the makers of this device, had stated there would be minimal swelling for about a day, they have also been shown on "(B)(6)" stating the same minimally invasive procedure. To be noted, another girl in the office had the procedure on this day also. We both were extremely swollen and bruised for two weeks. Being in this business for 20+ years, I was not terribly upset that we were misinformed about this, however after about 2- 3 days, I started to notice what looked like permanent scarring. I was quite upset, this was the weekend and I notified my boss and the rep from the company via email with pictures. The rep was focusing on my bruising and swelling and I kept telling him that is not what I was upset about, it was the scarring. On my return to work on monday, my boss examined me and confirmed that I had scarring on the left side of my face only. He has spoken to the reps from the company and he thinks that it was a handpiece malfunction. I have not heard from the company myself. Reason for use: facial aging.